Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Event description:
Customer weight has been changed .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose discrepancies. The customer¿s sensor glucose value was 150 mg/dl while their blood glucose value was 50 mg/dl. Troubleshooting was performed. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.